Event description:
Ez-io 25mm needle set failure on critical multi-systems trauma patient. Could not unscrew top of needle to remove trocar and connect the administration set. Led to delay in access for massive transfusion protocol. Second ez-io placed without issue. The ez-io failure does not appear to be the direct cause of this patient's death but certainly delayed time sensitive care. Contacted teleflex and reported incident but have had little follow up from them. After asking other ems services in our area and our medical control hospital, they also report similar issues with the 25mm needles.